Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The field service engineer (fse) visited site and replaced the defective integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi received the iesu involved with this complaint to perform failure analysis. The iesu was analyzed, and the reported failure was confirmed and reproduced on erbe connected to system. The system logs indicated erbe error: c-34 which indicates high frequency (hf) voltage too low in on state. Visual inspection found that the unit has no significant scratches or dents. The front bezel is in decent condition. Erbe unit that was placed on golden system and was run in normal mode. C-34 error occurred during start-up and monopolar coagulation error on activation. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation. This error can be resolved through troubleshooting or replacement of the iesu. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer contacted a technical support engineer (tse) and reported that they had an issue with the integrated electrosurgical unit (iesu). The customer stated that they kept getting a c-34 fault on the iesu and they were unable to use the coagulation function of the monopolar energy. The tse reviewed the logs and confirmed the issue. The customer replaced the energy cable and the instrument, swapped the monopolar port, and power cycled the erbe, but the issue remained. The tse had the customer verify the power to the erbe and the customer stated that it was in its own dedicated outlet. The tse advised the customer that the erbe would need attention from the field service engineer (fse) and a validated bypass of the issue would be to use a force triad if they had one. The customer did not have one on site, but the surgeon was proceeding with bipolar energy and only the cut function of monopolar energy. The tse collected the case information and the call ended. The fse was to follow up. The customer called in at the end of day to get assistance on getting the covidien generator connected via the 371716 cable. The customer was able to get the connections on the generator and would bring it into the room and hook it to the system for the cases the next day. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the da vinci coordinator and obtained the following additional information: the customer confirmed that system functionality was checked upon powering on the system and the system initially powered on without errors. There was no patient injury as a result of the issue. There were a few minutes of delay while the customer was troubleshooting and trying to get it to work properly. The procedure was completed robotically with same generator and the surgeon completed the case with cut and bipolar.

Manufacturer narrative:
The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation. This error can be resolved through troubleshooting or replacement of the iesu.

Event description:
Refer to h11 for follow-up information.